Manufacturer narrative:
(B)(4). Date sent: 6/6/2023. Photo analysis: an x-ray image of the device in vivo was reviewed by a medical safety officer. As per medical safety officer: "the image reviewed demonstrates a discontinuous linx device." A hands-on analysis is necessary to determine the cause of failure. The mechanism/cause of failure cannot be determined from the provided image. No further investigation can be completed at this point.

Event description:
Patient underwent surgery: a male patient with a previous history of gerd had a 15 bead linx device implanted on (B)(6) 2017. Records provided indicate four years after implant, patient developed recurrent gerd symptoms. Patient had radiology and an egd in (B)(6) 2022 indicating a hiatal hernia and the device appeared discontinuous. The device was removed and hiatal hernia repaired in (B)(6) 2022 by the implant surgeon. Counsel provided medical records, including implant and explant operative notes. Operative note indicates device was removed successfully and replaced with a 17 bead linx device.

Manufacturer narrative:
(B)(4). Date sent: 5/23/2023. No lot number was provided therefore a device history could not be done. Photo images were received and are pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. See op notes attached: this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4) date sent: 1/16/2024 a manufacturing record evaluation was performed for the finished device lot 14308, and an nonconformance was identified related to the malfunction reported.

Manufacturer narrative:
(B)(4). Date sent: 12/19/2023. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. See op notes.